Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: scolaro, j.a. Et al (2014). Surgical fixation of extra-articular distal humerus fractures with a posterolateral plate through a triceps-reflecting technique. J shoulder elbow surg, 23, 251-257. The authors conducted a retrospective chart review from the orthopaedic trauma databases of two level I academic institutions during the period of 2008-2012 for all patients with an extra-articular distal humerus fracture. Forty patients, 30 men and ten women, average age 36 years (range, 17-84 years) were treated with a triceps-reflecting approach and an anatomically precontoured posterolateral distal humerus plate, synthes 3.5 millimeter posterolateral humeral locking compression plate (lcp). Clinical and radiographic data were available; average follow-up was 88 weeks (range, 26-176 weeks). Results included secondary procedures for: nonunion (two), osteomyelitis with subsequent debridement (two), soft tissue rotational flap (one) and painful hardware (one). Four patients reported continued pain along the incision. Five of the 40 patients were not satisfied with the surgery: three of the five unsatisfied patients reported persistent postoperative motor nerve palsy; three of the five also required a secondary procedure. This report is 1 of 1 for (B)(4). This report is for an unknown 3.5 millimeter posterolateral humeral lcp.